Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported receiving several no delivery alarms. Customer's blood glucose level at the time of the incident was 450 mg/dl. Customer was able to troubleshoot. Customer's infusion set cannula was observed to be bent upon removal. After disconnecting at the quick release, customer states that insulin exited the infusion set tubing when performing a fixed prime. Customer states that changing the infusion set resolved the no delivery alarm. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.